Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported the patient survived the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary/subclavian artery in a 35 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 23 of support, while in the intensive care unit, the automated impella controller (aic) had simultaneous "controller failure" and "controller error" alarms. The pump remained running and the patient supported throughout the alarms. The console was changed and no further issue occurred. The patient remains on 5.5 support. The controller failure will be conservatively reported for hemodynamic instability as an aic exchange was performed, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D6a should have been left blank.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported controller failure/error alarm was due to a defective pud.